Event description:
It was reported that the customer was having a hard time removing the battery cap and his blood glucose was 187 mg/dl. Caller stated that they attempt with a quarter, screwdriver, but they were unable to remove it. Nothing further was reported.

Manufacturer narrative:
Unit received with broken off end cap and battery cap damaged due to stripped coin slot. It was unable to do displacement test due to broken off end cap. Insulin pump received with minor scratched on display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.